Event description:
The patient had a hematoma. A catheter revision was done. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).